Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the teleflex medical, kenosha facility as part of a 77 pc. Lot in january of 2013. We are unable to validate the alleged complaint at this time. Sample part, video, or any picture was not received to perform an investigation, therefore we are unable to validate the alleged com plaint.

Event description:
It was reported that the small applier is misaligned. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the small applier is misaligned. There was no patient injury.